Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. All boluses delivered during testing were properly recorded. The unit was monitored for 24 hours and no unexpected bolus delivery noted. The unit history report shows bolus and basal activity for (B)(6) 2015. During this period, several boluses were programmed and delivered. The button event file was overwritten. It could not be verified whether the bolus was manually entered by customer. The unit was received with a cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump was also received with minor scratched display window.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer stated that she felt ill, fell and hit her head. She stated that there might have been something wrong with the insulin pump's bolus history. The customer's blood glucose was over 500 mg/dl and the most recent was 286 mg/dl. The customer stated that she was giving a bolus for her high blood glucose prior to her admission. She stated that the bolus history did not display all entries based on her recollection. She stated that there were multiple bolus entries that she had not programmed in the bolus history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.